Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 07/01/2019, electrode belt: 10/08/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. Review of the download data, indicates the patient received three shocks in response to CPR artifact. The patient was in CPR artifact at the time of treatments one and three at 09:33:21, and 09:35:58. The post shock rhythm for treatment one was also CPR artifact, and the post shock rhythm of treatment three was ventricular tachycardia (vt) at 100 bpm with motion artifact. The patient experienced treatment two at 09:34:11 while the patient's rhythm was asystole with CPR/motion artifact, and the post shock rhythm was CPR/motion artifact with intermittent cardiac activity that transitioned to CPR artifact. The patient was in vt at 100 bpm slowing to an idioventricular rhythm from 40 bpm to 50 bpm with pvc's and electrode lead fall off from approximately 09:36:10 until the electrode belt was disconnected at 10:47:58 on (B)(6) 2020. The device properly detected vt. However, the patient's heart rate was below the patient's physician prescribed treatment threshold. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.